Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead triggered an alert for high impedance measurements and a fracture was "highly suspected." The svc coil was programmed off. No patient complications have been reported as a result of this event.